Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump had a kinked tube and alarmed for "overpressure" during delivery of the morning dose. Per reporter the nurse thought that the alarm was a low battery alarm, changed batteries and when the pump was turned on again saw that "the morning dose was 2.7 ml and then she increased it again to 3.5 ml." It was reported that the nurse then had doubts and called the hotline, and it was determined that the alarm was "overpressure" and the 2.7 ml was the amount the patient had not received because of the alarm. Per reporter the morning dose was to be subsequently changed back to 3.2 ml the next morning. Follow up has been made to the reporter to confirm if the patient received the additional 3.5 ml dose. No adverse patient effects were reported.